Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call he experienced a high blood glucose of 400 ml/dl in the morning. The customer ate without blousing at the time. The customer did not specify treatment. The customer declined troubleshooting for the high blood glucose. The insulin pump will not be returned for analysis.